Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer reported blood glucose level was not impacted. It was confirmed the customer successfully loaded a new cartridge onto the pump and resumed insulin deliver prior to contacting tandem technical support. Reportedly the customer will continue to use the pump until the replacement pump is received.